Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a patient letter reporting that they had a car accident on (B)(6) 2016 which led to the implantable neurostimulator (ins) shifting. The health care professional (hcp) referred the patient to see a specialist to evaluate the ins.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7435, product type: programmer, patient.

Event description:
A consumer implanted for other pain indications reported they were in a car accident on (B)(6) 2016 and the implantable neurostimulator (ins) shifted a little bit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.